Manufacturer narrative:
(B)(4). We will file a f/u MDR at the completion of the investigation. Internal cross reference: (B)(4).

Event description:
In this case, the operator noticed smoke filling the imaging room and the local fire dept was called to the customer site to investigate if there was any possible fire occurring on the system. Although the local fire dept was contacted by the customer site, there was no evidence of a fire or flames as a result of the reported event. There was no copy of a fire report available from the customer for this reported event on the system. A philips service engineer (se) was informed about the reported event and evaluated the system at the customer site. Then she found that the CT host did not power-up properly due to the capacitator for the power supply located on the motherboard. The philips service engineer made the necessary repairs to the system. There was no report of harm to pt, bystander, or operator as a result of this event.